Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was surgically moved by hcp when the device was implanted each of 3 times. Surgery to get the best connection - lead was moved 3rd time because it worked best on right even though device is on left. 3rd implant includes mesh bag which helped to keep device in place on opposing hip.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1r4yf); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was trying to schedule an MRI for her left shoulder and they weren't sure what to do since she has the device in her. They weren't able to pull up the most recent implant data. The imaging tech said she was supposed to be able to go into the device and make it MRI ready. She wasn't finding that. She doesn't know enough about the device to look into the programming. She ended up not getting the MRI. Back in the fall of last year she noticed the program she was running didn't seem like it was doing what it was before. She upped the stimulation. She thinks she now on a different program right now from trying to figure out how to bring up the MRI mode. It seems like it only works for the bowels but it is not working for the bladder. Around the time of the MRI she did see the doctor but she doesn't remember if it was before or after the MRI. She was seeing a colon specialist because she had chronic diarrhea. He said he moved the leads three times. It seemed like it wasn't working on the one side so he moved it back to the other side probably in 2018. Probably early on in 2023 when the chronic diarrhea started. He checked the device, looked at the leads, and said everything is working. He told her to find a new program. Someone called her over the phone to get her to change the program. She was getting back pain as well from being bumped up so high on the amplitude. He switched over the program and when he switched over it helped her some. He had her on one program and then he switched her over to another. She is still on colostrum or something. Now she is having more constipation. When she has constipation she gets diarrhea. It's like she is backed up in diarrhea. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.